Manufacturer narrative:
The device was returned to olympus; however, a device evaluation has not yet taken place and the investigation is ongoing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
An olympus representative reported that the customer's evis exera iii video system center was not recognizing 180 and 190 series scopes. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
E2, e3 ¿ repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was inspected where the users complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.